Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had power error. It was reported that the internal power source in the pump is unable to charge. Customer's blood glucose level was unknown. It also stated that troubleshooting was performed. Customer was advised to monitor the pump and call back if the error recurs. Customer will returned device for analysis.

Manufacturer narrative:
Pump error 25 due to non-sleep anomaly software error.